Event description:
During review of the patient's programming history on (B)(6) 2013 it was discovered that a generator diagnostics test was performed on (B)(6) 2009 and no final interrogation was performed. It wasn't until the patient's next visit on (B)(6) 2010 that the incorrect settings of output=0ma/frequency=30hz/pulse width=500usec/on time=30sec/off time=5min/magnet output=0ma/magnet pulse width=500usec/magnet on time=60sec were observed and the settings corrected.

Manufacturer narrative:
Analysis of programming history.